Event description:
It was reported that during a laparoscopic procedure, air leaked with a boo sound was heard. The devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.